Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is poland. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in a slightly calcified proximal circumflex. During use, resistance was encountered and the tip got stuck in the vessel. After several attempts to remove the wire, approx. 15 mm of the tip broke and was stented to the vessel wall. The patient was discharged normally the following day. This adverse event and product problem is being submitted due to the tip separation requiring intervention, but retained in patient.

Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned without the distal portion (includes distal coil, dome and shaping ribbon). The returned portion (includes core wire, distal, sensor housing and composite core) measured approx. 189.5 cm from the distal end to the exposed core wire. The overall working length measurement specification is 190 +/-5 cm. Although the complaint details state that approx. 1.5 cm was stented to the vessel wall, lab analysis determined that approx. 3 cm of the radiopaque tip (distal coil) was likely retained in the patient. Block h6: the probable cause of the tip separation is likely due to rough handling. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device resulting in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.